Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a month ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078546/7076862.

Event description:
It was reported that patients ipg was protruding to surface of the skin and causing discomfort and pain. The patient underwent an explant procedure where all devices were removed and will not be return as it was disposed at the facility.